Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016. Patient was stable before, during and after the procedure.

Event description:
It was reported that high, out of range pacing lead impedance was observed via remote transmission. Patient was asymptomatic. Isometric testing and continue merlin.net follow-ups were recommended. Patient remains fine with no symptoms and will be followed up routinely.